Manufacturer narrative:
(B)(4). The device was received for analysis and the evaluation is completed. The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed rite functional test for volumetric accuracy. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature was within specifications. An inspection of the door assembly revealed the door piston cracked and the piston foam deteriorated. The cause for the failed volumetric accuracy test was determined to be door piston cracked and deteriorated door piston foam. Review of the service history revealed that the piston foam was previously replaced. Pal recommends replacing the door piston and the piston foam. The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Because the device failed during evaluation, there was no patient involvement.